Event description:
It was reported that the patient presented to the ER after receiving a vibratory alert and hearing a pop afterwards. Upon interrogation, a message for capacitor charge time reached was seen. When a capacitor maintenance was attempted, another pop was heard the telemetry was lost. Device was explanted and replaced.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.